Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported during the procedure, the surgeon was tightening the ribloc u+ primary guide with the screwdriver, and the tip of the driver broke off into the screw of the guide. The surgeon was able to get the tip out of the guide after the case, and the broken screwdriver tip was disposed. This issue did not result in a procedural delay, and there were no adverse consequences to the patient. This report is related to report number 3025141-2022-00238 for the other device involved in this event.